Manufacturer narrative:
The device was not returned to olympus for inspection. Since the device was not inspected, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during inspection before use. There were no reports of patient involvement.